Event description:
During the atrial fibrillation procedure, difficulty was noted when attempting to remove the mapping catheter. The catheter and introducer were removed together and the procedure was completed with no adverse consequences for the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
UDI related data quality updates only. Additional information: d4, g3, g6, h2, h11.